Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020. The physician would like an explanation on the pacemaker behavior observed on an external ECG. On (B)(6) 2020, the patient was still hospitalized.